Manufacturer narrative:
The following fields were updated due to additional information: concomitant products. Device available for eval?: yes. Concomitant products. Returned to manufacturer on: 2/12/2021. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used unit. A visual/ microscopic evaluation of the unit was performed. There was no mechanical/physical damage observed to any of the components (spring, needle hub, grips). There also was no evidence of adhesive on the button or hub that would interfere with retraction. The unit was then tested for needle retraction failure by depressing the button. The unit retracted as expected and without resistance. Therefore, bd was unable to confirm the reported defect. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was pressed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd catheters - button pressed ¿ needle does not disengage"

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter needle failed to retract when the button was pressed. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "bd catheters - button pressed ¿ needle does not disengage."